Manufacturer narrative:
The quality engineering (qe) team of intuitive surgical inc., (isi) re-evaluated the endoscope controller (ec) to provide probable root cause. Following information was provided : the probable root cause of the reported issue can be attributed to an electrical defect of a component or module on the endoscopic controller power distribution (ecpd), the dual camera interface board (dcib), and both left and right power supplies, within the affected ec. Based on the qe investigations, annex d code was updated to d02.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and observed an error 417 indicating that the endoscope controller (ec) was having a redundant battery failure. Fse replaced the ec to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the endoscope controller (ec) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and the right power supply was observed to be dead. A review of system logs confirmed following faults : 417 and 319 (nodes 12 ; 136 and 129 are not present at startup). These faults were pointing to errors on endoscopic controller power distribution (ecpd) and dual camera interface board (dcib). The unit was then installed and tested into a golden pca system where the component functioned as expected. In the system error logs, the component triggered an intermittent error 319 and error 417. The probable root cause of reported failure is attributed to faults on dcib and on the power supplies (left and right) of ecpd.

Event description:
It was reported that during a da vinci assisted surgical procedure, the system was faulting with error 319. Customer stated that they have encountered the same error previously and it has now returned. An intuitive surgical inc., (isi) technical support engineer (tse) confirmed with the customer that all connections on vision side cart (vsc) were properly seated. Customer could not identify anything that could lead to error. The system was power cycled with no change. An error 319 was observed on endoscope controller (ec) via system logs. Customer had a spare vsc that was not in use and had the same software. The carts were swapped out and procedure was continued. The procedure was converted to another da vinci system with no reported injury.